Event description:
During an elective device upgrade procedure, it was noted the left ventricular (lv) lead had to be repositioned multiple times due to patient anatomy. When the lv was placed into the target position it was noted the stylet was unable to advance. The lv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete without a stylet lead was returned in one piece for analysis. X-ray inspection found bunch up of the inner coil consistent with procedural damage. Unable to test the stylet insertion due to bunch up inner coil. The cause of stylet could not be inserted into the lead was isolated to damage/bunch up of the inner coil.